Event description:
It was reported that the probe was working perfectly until it was disconnected during a medical examination of the patient. When reconnecting the probe on the same monitor with the same card, the value reading was zero for ptio2 (brain tissue oxygenation pressure). They had to use another probe. Date of the event was on week 45 of 2015. There was no patient injury. It was unknown if the event lead to an increase in surgery time. Additional information has been requested.